Event description:
It was reported that the patient presented for a generator change and lead revision. Patient was programmed unipolar pace/sense due to an out of range impedance readings. The physician was aware of atrial lead issue in advance of procedure. During the procedure, the atrial lead was capped and replaced due to fracture on (B)(6) 2017. The patient was stable before, during, and after the procedure.